Event description:
It was reported that, the dry & store burnt while the device was in use (date not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.